Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap prostatectomy the balloon was difficult to inflate and would not stay inflated. The last known patient status is reported as okay.